Event description:
It was reported that the device was found to be in backup vvi mode via remote transmission. Patient was asymptomatic. A device download was successfully performed. A few days later, a software error alert was observed via remote transmission. Device replacement was recommended. The software was reloaded and device remains implanted and functions appropriately.

Manufacturer narrative:
(B)(4).